Manufacturer narrative:
Lead model 377860, lot# v011576, implanted: 2006-(B)(6), explanted: unknown, programmer model 37742, serial# (B)(4).

Event description:
It was reported that the patient experienced a zinging sensation and the device turned off and on again. It was also mentioned that a number of years ago the patient ended up on the floor unable to move after taking some medication. The patient stopped taking the medication and recovered. The name of the medication was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they would get ¿zings¿ if they didn¿t keep their back straight. The patient was implanted for non-malignant pain.